Manufacturer narrative:
(B)(4). The device was not returned to baxter and an evaluation is in progress. When the eval is complete, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump delivered a lower volume than programmed. The customer reported that this issue was discovered during testing. The customer reported that the volume to be infused (vtbi) was set for 200 ml/hr, and that only 20 ml delivered at the end of the allotted time. It was also reported that there was no pt involvement.